Event description:
It was reported that the atrial lead exhibited high capture thresholds. An x-ray confirmed that the lead had become dislodged. The lead was repositioned. The patient was doing well post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).